Event description:
It was reported that the patient's right ventricular lead exhibited noise. The noise was not reproducible via isometric exercises. No device intervention was performed. The patient was stable.